Event description:
The customer reported that the 9900 system would display an error message during boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site investigation. The collimator was replaced and aligned. The system was tested and operates as intended. This malfunction may have resulted in a accidental radiation occurrence.